Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7.,h.6.

Event description:
The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, g.1., h.6.

Event description:
The device has been discarded.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. The device remains implanted.